Event description:
While attempting to merge an intra-operative o-arm CT scan, the software was unable to merge the image automatically. This incident caused a delay of less than 5 minutes as the physicians were able to load the patient imaging onto the medtronic stealth system.

Manufacturer narrative:
A full analysis of the data logs has been performed. This analysis concluded that the automatic merge was not successful due to the quality of the intra-operative CT which contains multiple artifacts and blurred parts of the patient¿s skull. A coarse manual adjustment and the pressing of the recalculate function was supposed to provide a better result but a test at manufacturing site confirmed that the function could not work due to a known software anomaly.

Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted. Unique identifier (UDI) #: (B)(4).

Event description:
While attempting to merge an intra-operative o-arm CT scan, the software was unable to merge the image automatically. This incident caused a delay of less than 5 minutes as the physicians were able to load the patient imaging onto the medtronic stealth system.